Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Roche diagnostics is currently participating in the 227 pilot program exemption number e2015052. This complaint was submitted to roche diagnostics on (B)(6) 2016 with incorrect product information. The complaint was assessed within 30 days of that date with the provided information and determined to be reportable through the 227 pilot program. On (B)(4) 2016, we became aware that the product information was incorrect and the correct product involved in this complaint was not eligible for reporting through the program. Roche diagnostics is submitting this MDR within 30 days of receipt of this new information. While roche diagnostics recognizes the date in section indicates this report was submitted beyond the 30 day time frame as required by FDA, we were unaware this event was not eligible for the pilot program until (B)(4) 2016.

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result from an aliquot was 34.63 ug/l. The repeat results on (B)(6) 2015 from the primary sample tube were 0.982 ug/l and 0.992 ug/l. The repeat results better fit the clinical picture of the patient. The initial result was reported outside of the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. No issues were found in the calibration, qc, or analyzer performance data. As this was a single event with no reoccurrence despite no service activities being performed, a hardware, software or reagent issue was not suspected. Most likely, there was an issue with the sample quality or contamination. It also was noted the measuring cell was replaced one day prior to the event.